Event description:
It was reported that the external pulse generator (epg) "did not pace when connected to [the patient]." The epg "did not show spikes." The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases are broken. Ring cover and two side bails covers are broken. One board connector cable is out of mechanical specification. Battery contacts are compressed. Ring and two side bails missing. Battery drawer broken. Cosmetic issue found on the keyboard. Display is out of mechanical specification.